Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection. No additional information provided during intake. Follow-up with the patient revealed she contracted peritonitis in early (B)(6) 2021, however the cause remains unknown. The patient did not require hospitalization and was treated outpatient with intraperitoneal (ip) antibiotics. The patient reported there was no concern a fresenius device(s) and/or product(s) caused or contributed to the events. The patient has fully recovered and continues to utilize the same liberty select cycler as before. Subsequent attempts to obtain additional clinical; information (e.g., patient demographics, treatment course, causality, organism, discharge summary) have thus far proven unsuccessful.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection. No additional information provided during intake. Follow-up with the patient revealed she contracted peritonitis in early (B)(6) 2021, however the cause remains unknown. The patient did not require hospitalization and was treated outpatient with intraperitoneal (ip) antibiotics. The patient reported there was no concern a fresenius device(s) and/or product(s) caused or contributed to the events. The patient has fully recovered and continues to utilize the same liberty select cycler as before. Subsequent attempts to obtain additional clinical; information (e.g., patient demographics, treatment course, causality, organism, discharge summary) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.